Event description:
It was reported that the patient's pump was replaced due to impending eos (end of service). The telemetry strips indicated that eri (elective replacement indicator) had occurred on (B)(6) 2011. The patient's device had been alarming since (B)(6) 2011. The "schedule to replace the pump by date" was noted as (B)(6) 2012 rather than (B)(6) 2011. The pump contained baclofen.

Manufacturer narrative:
Catheter model #: 8709 (B)(4) implanted: unk explanted: unk, programmer model #: 8840 serial# unknown, software card model #: 8870 serial# unknown. Preliminary engineering analysis indicates that there may be a scenario in which a patient's pump may display an erroneous "schedule to replace the pump by" date on the model 8840 programmer or printed strip. In some cases when the eos date falls on the first day of the calendar month, it is possible that a software error may cause the programmer to display an incorrect or undefined replace pump date. The investigation of this issue is ongoing.